Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm34375404) that was used with the complaint device was returned for evaluation on ((B)(4) 2014). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of intermittent out of range. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.